Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had scroll button was not working. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. Customer stated that the insulin pump was still working and was able to deliver insulin properly since they're not getting any delivery alarm alerts. Customer was performed self test and it was complete without any error message. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.